Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI# - (B)(4). The device history record for zimmer air dermatome serial number 112497 was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. Evaluation of the device on 22 october 2019 found that the device was out of calibration at the zero setting only and ran within motor speed specifications. Upon further inspection, it was found that the control bar did not sit in the correct position and that the needle bearing was damaged. Repair of the dermatome occurred on 30 october 2019 and involved replacing the needle bearing as well as recalibrated the device. The technician then tested and verified that the device was functioning as intended, then returned the device to the customer without further incident. The device was tested, inspected, and repaired. Based on the information provided, the cause of the device not cutting normally and ruining a piece of skin was due to the control bar being out of position. While the out of position control bar would cause the blade to not cut flush against the skin during use and therefore take an improper graft, it cannot be determined from the information provided as to what allowed the control bar to slip out of position. As such, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional information available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the dermatome does not cut as usual, ruined a piece of skin, changing of a blade did not help. The event occurred during surgery. No adverse events were confirmed as a result of this malfunction. However, since it was mentioned that the device ruined a piece of skin, this report will be filed as a serious injury.